Manufacturer narrative:
Initial.

Event description:
It was reported that the patient contacted support for device guidance and experienced low blood glucose, which was addressed per instructions by ingesting fast-acting carbohydrates and a mini can of orange soda, with glucose improving from 58 mg/dl to 85 mg/dl; the device-related issue could not be characterized due to insufficient information. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided. Investigation of this case revealed no findings available and insufficient information to determine a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.